Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A sample evaluation was performed including rite functional and electrical testing, visual inspection, and simulated use testing with no issues noted. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.